Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are (B)(4) units in stock. Tightness test to the sample received has been performed and the unit is tight. Monosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. As indicated in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded". Additionally, degradation test (14 days in sörensen solution at 37ºc) has been conducted with the sample received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Veterinary cases. Two reported incidents. Two cases (type of operation of both cases: oht): case 1) dog (B)(6) experienced dehiscence of muscular wall and subcutaneous infection 3 days post op. Sutures used in this case include: monosyn violet 0 (3.5) 70cm hs37s (m) reported on med watch 2916714-2016-00128. Monosyn violet 3/0 (2) 70cm hs26 (m) reported on med watch report 2916714-2016-00127. Monosyn violet 2/0 (3) 70cm hs26s (m) reported on med watch 2916714-2016-00129. Case 2) cat (B)(6) experienced subcutaneous necrosis and infection in the muscular wall 4 days post op. Sutures used in this case include: monosyn violet 2/0 (3) 70cm hs26s (m) reported on med watch 2916714-2016-00131. Monosyn violet 3/0 (2) 70cm hs26 (m) reported on med watch 2916714-2016-00130.